Manufacturer narrative:
(B)(4). The patient made a mistake and connected to the setup before the lines were primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake when connecting to the setup for peritoneal dialysis therapy and connected too early. The care giver explained that they thought they had primed the lines and connected the patient. After pressing go, the device prompted to connect bags and open clamps. The technical service representative explained that the lines did not get primed and instructed to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.